Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb loose was bent resulting in difficulties charging the pump. Customer declined further troubleshooting. Additional information not provided.